Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device has not been returned to the manufacturer, at this time, for evaluation. A lot history review (lhr) of rebv2110 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that the PICC has a leak above the connection point before the anti-reflux valve. No other information was provided. No patient injury was reported.

Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, frequency analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint of a catheter leak was confirmed but the timing and location of when/where the damage occurred was unknown. The product returned for evaluation was a 4fr s/l powerpicc solo catheter. The sample contained usage residue throughout and had been trimmed at the 35cm depth marking. Gross visual evaluation was unremarkable. Functional testing confirmed the presence of a pinhole leak within the extension tubing 1.0cm from the distal edge of the luer connector. Microscopic examination of the damage region revealed three total cuts within the extension tubing, all of which were linear in form and contained sharply formed edges. The cuts measured 0.5mm, and near 1.0mm in length and were greater in length at the exterior of the catheter, tapering as it neared the inner lumen surface. No abrasion damage or scratches near the cut sites were observed. The size of damage, and fracture features, were indicative of sharp instrument contact with a finely pointed object. The length of dwell time was reported to be approximately two days and the splits only became obvious with forceful injection so it was possible that the damage was preexisting or could have happened after opening of the package. Insufficient evidence existed to know when and where the damage occurred. A lot history review (lhr) of rebv2110 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that the PICC has a leak above the connection point before the anti-reflux valve. No other information was provided. No patient injury was reported.